Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 133 mg/dl. The customer did not observe any significant events leading to the alarm. The customer also reported that the insulin pump was cracked, after which she super-glued the device. She reported that the arrow button did not work. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.